Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed for foreign material coming from the device but cannot deny it may have occurred. The following non-reportable malfunctions were found during the device evaluation: there were signs of flooding, there was corrosion on the connectors and there was leakage. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope was leaking and had dirt coming out of the scope. The issue was found during receipt inspection. There were no reports of patient harm. Related patient identifiers are as follows: (B)(6).